Event description:
It was reported to philips that x ray was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cooling unit (tcu) was defective. Analysis of the system log file did not show any malfunctions related to the reported issue. During troubleshooting, the philips engineer found that there was high temperature fault in frontal cooling unit. The fse replaced the fd cooling hoses. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.